Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 400mg/dl. The customer also reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 89, blood glucose reading was over 330mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.